Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right atrial (ra) lead had dislodged. The physician was unable to reposition or remove this lead. This ra lead was then surgically abandoned and was replaced with a new one. No additional adverse patient effects were reported.